Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered 32 units instead of the unit amount for 32 grams. The customer's blood glucose level was 40 mg/dl and it was addressed with "high sugar pop" and candy. Reportedly, the customer had a headache, was stressed, and had anxiety. Also, it was noted that the customer wanted to change the max bolus amount from 30 units to 20 units. The customer changed the bolus amount successfully.